Event description:
A report was received that the patient had to frequently charge the ipg and he could feel the device was pulling him. X-ray confirmed ipg had completely flipped over. Database analysis revealed no anomalies. The patient will undergo an ipg revision.

Event description:
A report was received that the patient had to frequently charge the ipg and he could feel the device was pulling him. X-ray confirmed ipg had completely flipped over. Database analysis revealed no anomalies. The patient will undergo an ipg revision.

Event description:
A report was received that the patient had to frequently charge the ipg and he could feel the device was pulling him. X-ray confirmed ipg had completely flipped over. Database analysis revealed no anomalies. The patient will undergo an ipg revision.

Manufacturer narrative:
Date of event: (B)(6) 2013.

Event description:
A report was received that the patient had to frequently charge the ipg and he could feel the device was pulling him. X-ray confirmed ipg had completely flipped over. The physician confirmed that the pain the patient was expediting could be a bulging disc. Database analysis revealed no anomalies. The patient will have a steroid shot for the pain and will undergo an ipg revision.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure wherein electrocautery was used. It was also determined that the ipg was not flipped. Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Manufacturer narrative:
Sc-1110-02 ((B)(4)) device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The depletion rate with stimulation off was within the normal range. It was verified that the outputs were consistent and correct on all electrodes. The sleep current was within the normal range. It was verified that there was no loss of electric current into the surrounding tissue. The ipg passed all the required tests and revealed no anomalies. Sc-2218-50 (sn (B)(4)) device evaluation indicated that the leads passed photographic imaging tests performed. The lead bodies were cut. Damage to the devices was a result of a typical explant procedure and was not considered a failure.